Event description:
It was reported that while stimulation was turned on, the pt experienced a burning, shocking or jolting sensation at the ins site following a pt fall that occurred the prior month to notify date. The hcp tested impedances for the device and the results were normal. The hcp decided to do a revision and replace the lead and ins. It was believed that hcp did not take x-rays of the pt's ins site.

Manufacturer narrative:
(B) (4).